Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they had been in the hospital for four days, and after they got out they tried to recharge their implant, but couldn¿t as they hadn¿t been able to recharge since september. The patient said they meant to recharge, but their memory was shot so they kept forgetting. It was confirmed therapy was off because the battery was dead. An appointment was scheduled with the physician for this coming tuesday. The potential for overdischarge was reviewed, but the patient didn¿t want any assistance.